Manufacturer narrative:
Product ID 7495-51 lot# serial# (B)(4), implanted: 2001 (B)(6), explanted: product type extension product ID 7495-51 lot# serial# (B)(4), implanted: 2001 (B)(6), explanted: product type extension product ID 3998 lot# v027804 serial# implanted: 2007 (B)(6), explanted: product type lead product ID 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type recharger product ID 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing telemetry issues. It was further noted that the patient was non-compliant and did not charge the internal neurostimulator (ins). The manufacturing representative stated that she was told by another manufacturing representative that "the device was unrecoverable" due three overdischarges and the ins was replaced with a non-rechargeable model. Impedance testing was performed on the device following replacement and the measurements were reported as "less than 40,000 on contacts, but some results were 36,600 or higher". The patient also stated that "high voltages were required in order to receive effective stimulation". It was also reported that the patient was using a 2x4 system, and while the impedance ranges were higher for electrodes 4-7 and 12-15, the impedance range for electrodes 0-3 and 8-11 were within normal values. The patient also stated that stimulation was occurring in the wrong location. It was further noted that the patient was receiving stimulation in the legs, where it was needed, but that she also would like stimulation in the abdominal region. The manufacturing representative indicated that the patient was not properly set up for abdominal stimulation, but adjustments to the programs had been made so the patient could receive some stimulation in this region. It was noted that there was "no device malfunction."